Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid in the capsule around my implants".

Event description:
Patient reported "constant discomfort & swelling around my left breast & my left breast implant seems to be displaced much higher in my chest" and that the physician found "fluid in the capsule around my implants." Physician reported "patient¿s concern with the product." This record represents the left side. The device remains implanted.

Event description:
Patient reported "constant discomfort & swelling around my left breast & my left breast implant seems to be displaced much higher in my chest" and that the physician found "fluid in the capsule around my implants." Physician reported "patient¿s concern with the product." This record represents the left side. The device remains implanted.